Event description:
It was reported that one year after the pump was implanted, the patient started having trouble with the pump in 2009, as they felt at times like they were not getting medication and at other times he feels like he is getting way too much medication. The patient noted being in the emergency room (ER) due to the troubles in the past. The patient indicated that the morphine was going to be changed to dilaudid at the next refill on (B)(6) 2013. The patient was then to see the pump health care provider (hcp) on (B)(6) 2013, and wanted a manufacturing representative at that appointment, as the patient noted being at the point where he is scared to death of the episodes that he is having. The patient indicated there was an episode one week prior to (B)(6) 2013, when he was taken to the ER as he was feeling overdosed. The patient had symptoms of hot/cold flashes, and feeling like being stuck with needles from the inside, nausea and throwing up. The patient indicated that according to his pupils in the past, he was in withdrawal, because his pupils were not dilated at all. The patient was given shots of morphine because the ER doctor suspected withdrawal; but then the morphine shots made it worse. The patient had a dye study in the hospital in (B)(6) 2009 and no issues were found. Per the patient, the manufacturing representative was present for the dye study. Per the patient, there had been no volume discrepancies at the refills. The patient indicated the pain symptoms come on first, the pain then goes away and then the patient gets drowsy and sleepy, then starts to throw up. The patient indicated this had occurred about 12 times, 6 of which the patient could not get to the ER and 6 times he was in the ER. The patient noted one occurrence was when he was driving a car and he was stranded on the side of the road. The patient noted he has not had a clear head from his last episode, and that the episodes last about 12 to 24 hours. Per the patient, the hcp had never been able to figure out the issue, as by the time the pump is checked, the pump was running normally again. The patient indicated the hcp said the tip of the catheter might be crystalized. Per the patient, the manufacturing representative had been involved with the patient¿s issues in the past on several occasions. The pump device was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).